Event description:
Device was abandoned during implant procedure when a tear or hole was noted in one cusp. Hcp stated the leaflets were not touched during the surgical process. Valve was replaced. No additional consequence reported for the pt.